Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling placement procedure on (B)(6) 2016. According to the complainant, the physician perforated the patient's bladder with the device trocar. The procedure was completed with another advantage fit system. The patient's condition at the conclusion of the procedure was reported to be good.